Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.